Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of right side "rupture as confirmed by ultrasound¿ and ¿patient was very distressed¿. The device remains implanted.